Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal heparin (1000 iu in every bag; frequency, and duration not reported), intraperitoneal meropenem (1g daily; duration not reported), and intraperitoneal vancomycin (1g ¿three days once¿; duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.